Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that while in the neuro lab the procedure began and during insertion , via the patient's femoral artery, the hub of the dilator broke off. As a result, the md requested another cl-07845 for the procedure. The md found the hemostasis valve was not mounted on the introducer and as a result, the set was not used for this patient. A third cl-07845 was retrieved and used without issue. There was a delay in the procedure. No harm done to the patient per the product manager. It was noted that after the procedure the loose hemostasis valve was found loose in the package.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the dilator hub was received broken off from the dilator body. The dilator hub and body were completely separated. The dilator hub was not returned for evaluation. The sheath hub and distal tip were normal. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the dilator hub separating is confirmed. The dilator hub was returned not attached to the dilator body. (B)(4) has been initiated to investigate the cause of the breaking and separation of the dilator hub and body. This type of complaint will be monitored for any developing trends.

Event description:
It was reported that while in the neuro lab the procedure began and during insertion, via the patient's femoral artery, the hub of the dilator broke off. As a result, the md requested another cl-07845 for the procedure. The md found the hemostasis valve was not mounted on the introducer and as a result, the set was not used for this patient. A third cl-07845 was retrieved and used without issue. There was a delay in the procedure. No harm done to the patient per the product manager. It was noted that after the procedure the loose hemostasis valve was found loose in the package.